Event description:
It was reported that during a follow up in clinic, post sensed t-wave oversensing and r-wave amplitude variation were noted on the right ventricular (rv) lead. Abbott technical support was contacted and the device was reprogrammed to resolve the event. The patient was in stable condition.